Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the multigen radiofrequency generator was being used in a procedure when the screen malfunctioned resulting in the procedure being cancelled and rescheduled. This occurred after the patient had been given xanax. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon visual inspection, the touch screen was found to be damaged. The device was repaired and returned to the user facility.

Event description:
It was reported that the multigen radiofrequency generator was being used in a procedure when the screen malfunctioned resulting in the procedure being cancelled and rescheduled. This occurred after the patient had been given xanax. There were no patient or user injuries, and no adverse consequences.